Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Since the device was not returned, the exact cause was unknown. Based on evaluation of the returned device, omsc assumed that excessive force applied to the tip may have caused the failure.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the customer claimed the bristles of the device fell out easily. Other detailed information was not provided. There was no report of patient injury associated with the event.